Manufacturer narrative:
Initial and final MDR (B)(4). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with four infusion sets. The cannulas were crimped. The event occurred on (B)(6) 2024. Patient noticed symptoms within 3 or more hours after insertion. The insertion site was the abdomen. Patient regularly rotated site location. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction injection via mdi. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.